Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button failure) was confirmed. Upon evaluation, the +3.3 trace on the rear response buttons cable was damaged near the connector. The cause of the response button failure is the damaged trace. The root cause of the damaged trace cannot be positively identified. No adverse event resulted from the defective response button.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.